Manufacturer narrative:
It was reported that the patient had started to charge the wheelchair's batteries and within 10min reported to smell burning plastic. Affected components were returned to the supplier for more in-depth analysis as to probable cause. Results of the inspection indicate a conclusion was not possible due to the severe damage around the charger plug and socket. The incident was limited to the charger plug and socket and most of the heat damage is external to the joystick module (very little damage inside/above this area). The maid2 joystick and its loom (immediately above the area) only have minor smoke damage. It was speculated the most probable cause was an interconnection issue with the positive and negative charger connections at the plug or port end.

Manufacturer narrative:
Investigation in progress and root cause is yet to be determined. It was reported that the patient had started to charge the wheelchair's batteries and within 10min reported to smell burning plastic. No injuries nor property damaged were reported to have occurred. The wheelchair and affected components are currently under examination by permobil (B)(4) representatives. At this time, it is unclear as to the root cause of the event. Probable cause could be that the joystick may have been compromised prior to the event leaving the internal joystick electronics exposed to moisture or the damage may be related to a pinched cable. Permobil is still collecting information and conducting failure analysis. Affected components will be returned to the supplier for more in-depth analysis as to probable cause. A follow up MDR will be submitted following the conclusion of the analysis. Any missing information not included in this report will be added in final submission.

Event description:
Received report that end-user had plugged in the charger to the devices joystick in attempts to charge the device. Reports are 10 minutes later the end-user alleges smelling burning plastic. Reports are the joystick and charger cable were severly damaged due to apparent thermal activity having occured. No injuries nor property damages were reported to have occured as a result.